Event description:
It was reported that this right ventricular (rv) lead exhibited noisy. Upon review, rv perforation and loss of capture of the rv lead was noted at the time of implantation. Out-of-range pacing impedance measurements were then observed. The rv lead was reprogrammed. Revision of the rv lead was scheduled and then canceled. Currently, this rv remains in use and no additional adverse patient events have been reported.